Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva plus system 10 minutes: 114 mg/dl, 61 mg/dl, and 63 mg/dl. Low blood glucose symptoms were reported with these results. Customer was able to self-treat with an orange. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.